Event description:
Boston scientific received info that during a device replacement procedure for a device nearing eri, the right ventricular (rv) lead was stuck in the device header and had to be removed by cutting the back of the header with a bone cutter. The leads remain implanted with the replacement device and the explanted device was returned for analysis. No adverse pt effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, as received, the device header was separated and the mv electrode was missing. Microscopic visual inspection noted damage/cut to the back of the header. No other irregularities in the header was connector blocks. All setscrews moved freely and operated normally. A cut was made behind the proximal connector blocks to further inspect the inner seal rings. Microscopic visual inspection of the inner seal rings noted evidence of silicone to silicone bonding in both atrial and ventricle inner seal rings. The lead stuck in the header was due to silicone to silicone bonding between the lead body insulation and header inner seal rings.